Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the cutter failed to actuate during the procedure; however right before use on the patient. The procedure was completed after replacing the product with another one. There was no patient involvement.

Manufacturer narrative:
As result of an internal review of the file, it was determined that the information provided for this event does not represent a reportable (serious injury / device malfunction / incident). The initial report was submitted in error as the event occurred before use on the patient.

Event description:
As result of an internal review of the file, it was determined that the information provided for this event does not represent a reportable (serious injury / device malfunction / incident). The initial report was submitted in error as the event occurred before use on the patient.